Manufacturer narrative:
Block b5 has been updated based on additional information received on june 26, 2023. Block h6: device code a1802 captures the reportable event there was a moving bug in the package during the acceptance check. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the device returned in its sealed pouch, without the additional plastic bag observed in the video indicating the product was manipulated and the external plastic bag was removed. The reported event was not confirmed. Based on all available information, the device/media analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in a procedure on (B)(6) 2023. It was reported that there was a moving bug in the package during the acceptance check. As a result, the package was rejected. However, our company promptly organized a replacement, ensuring that it did not impact the device's usability for surgical purposes. The device is scheduled to be returned before (B)(6), and it is important to note that no patient complications were reported as this incident did not involve any patients. Additional information received on june 26, 2023: the bug was between the inner white wrapper and the outer transparent plastic wrapper. However, the representative apologizes for assuming that the sterility of the device has not been compromised.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in a procedure on (B)(6) 2023. It was reported that there was a moving bug in the package during the acceptance check. As a result, the package was rejected. However, our company promptly organized a replacement, ensuring that it did not impact the device's usability for surgical purposes. The device is scheduled to be returned before june 27th, and it is important to note that no patient complications were reported as this incident did not involve any patients. Additional information received on june 26, 2023. The bug was between the inner white wrapper and the outer transparent plastic wrapper. However, the representative apologizes for assuming that the sterility of the device has not been compromised.

Manufacturer narrative:
Block b5 has been updated based on additional information received on june 26, 2023. Block h6: device code a0802 captures the reportable event there was a moving bug in the package during the acceptance check.

Manufacturer narrative:
Block h6: device code a0802 captures the reportable event there was a moving bug in the package during the acceptance check.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in a procedure on (B)(6) 2023. It was reported that there was a there was a moving bug in the package during the acceptance check. As a result, the package was rejected. However, our company promptly organized a replacement, ensuring that it did not impact the device's usability for surgical purposes. The device is scheduled to be returned before june 27th, and it is important to note that no patient complications were reported as this incident did not involve any patients.